Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had inaccurate readings with their sensor. The customer also stated their sensor would stop working after three days. Customer also reported an incident where their spouse had to administered a glucagon shot. The customer stated their blood glucose rose to 40 mg/dl after receiving the shot. No additional information provided.